Manufacturer narrative:
The motor error alarmed during rewind due to broken motor slide. The functional check including basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, all operating current test, were unable to be done due to constant motor error alarm. The pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
It was reported that the customer's insulin pump was returned for an unknown reason. No further information provided.